Manufacturer narrative:
Reported there was no patient involvement. This report is for an unknown k-wire/unknown lot. Part and lot number are unknown; UDI number is unknown. Device was not implanted/explanted. A product investigation was completed: a visual inspection, and drawing review were performed as part of this investigation. The returned drill sleeve was determined to be suitable for its intended use. Per the technique guide, the returned drill sleeve is part of the variable angle (va) locking hand system which is intended for fracture fixation of the hand and other small ones and bone fragments. The guide sleeve is intended for use with 1.5mm variable angle locking or cortex screws (with a plate or as an independent lag screw) and can be used with a k-wire. The drill guide was received with the distal portion of the unknown k-wire stuck within the 1.5mm cannulation of the received drill sleeve. Thus, the complaint condition is confirmed and consistent with the reported condition. However, it was further observed that the k-wire showed a transverse break. The k-wire could not be removed and the other portion (proximal portion) was not received. The distal teeth of the drill sleeve on the 1.5mm side showed slight bending. Replication of the complaint condition is not applicable as the k-wire is already stuck in the drill sleeve and broken. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use. A definitive drawing review for the unknown k-wire could not be performed as the part number is unknown. However, a review of the current k-wire drawing for the k-wire family contained in the va hand system was performed. The k-wire is available in various sizes including 1.0mm, 1.25mm, 1.4mm, and 1.6mm; each with a tolerance of +0/0.03mm. Note that the 1.6mm would not be intended for use with the returned 1.1/1.5mm drill sleeve. The drawing was determined to be suitable for the intended use. The stuck and broken conditions are consistent with an exceeding insertion force and significant interference between the k-wire and the drill sleeve cannulation. However, a definitive root cause could not be determined without the details surrounding the insertion of the k-wire. During insertion, angulation of the k-wire or use of an oversized k-wire could result in cold-welding in the drill sleeve. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a 1.5mm variable angle (va) drill sleeve has a k-wire stuck in the hole of the sleeve. This was discovered prior to surgery. There was no patient involvement. While the device was being investigated by the manufacturer, it was found that the distal portion of the unknown k-wire was broken within the cannulation of the received drill sleeve. The proximal portion of the k-wire was not received. This report is for an unknown k-wire. This is report 1 of 1 for (B)(4).